Manufacturer narrative:
The reported complaint of observing an empty saline bag was confirmed during functional testing of the returned icy catheter (lot #185916). During the functional pressure leak test, a bonding leak was observed at the distal end of the medial balloon of the catheter. The probable root cause of the reported complaint could be a latent defect in the bond. Visual inspection of the returned catheter showed no physical damage. Dried blood residue was observed in the catheter's balloons and luered tubings. During functional testing, all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints for the icy catheter with lot number 185916.

Event description:
The thermogard xp ivtm system (sn #(B)(6)) and icy catheter (lot #185916) were used in an ivtm therapy. The catheter was smoothly inserted into the patient's right femoral vein. During the cooling phase of the treatment, the thermogard system generated an "air trap" alarm. Upon inspection, the 500-ml saline bag was observed empty. There was no blood tinge in the tubing. The customer did not report any evidence of catheter leakage or any suspected saline infusion into the patient's bloodstream. The system was immediately disconnected from the patient. While repriming the thermogard system with a new saline bag (disconnected from the patient), the thermogard system generated an "air trap" alarm again. The second 500-ml saline bag was not empty at this time, and there was no saline on the thermogard console or the patient's bed. No further information was provided. The patient's status information was requested, but the customer did not provide a response.